Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was documented by a startright representative that the customer stopped using the insulin pump because it would not deliver insulin. The customer was busy and declined to speak to the help line, but said he would call back later to troubleshoot. The customer did not call back and no further details were provided. The product was not replaced or returned.